Event description:
It was reported that two cartridges were damaged at the shroud. There was no adverse impact to the customer¿s blood glucose level. Customer successfully changed the cartridge and resumed insulin therapy.